Event description:
Ultrasound guided percutaneous needle insertion. Once needle in vessel, guidewire threaded through needle. Unable to thread guidewire into vessel. Unable to remove wire from needle. Looked under fluoro to assess needle and wire; wire noted to be "knotted". Attempted to remove needle and wire together, wire unravelled and broke. Attempted to remove remainder of wire and breaks again with approx 1 cm wire retained in the subcutaneous tissue of right groin area.